Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a low battery; the customer changed the battery and received a no delivery alarm and then a motor error alarm. The motor error alarm occurred on (B)(6) and the customer stated that the battery was changed and the device had been functioning since then. The customer mentioned being hospitalized in the intensive care from (B)(6) 2013 to (B)(6) 2013 with high blood glucose of 580 mg/dl and diabetic ketoacidosis. The customer experienced vomiting and esophageal pain. The drive support cap appeared normal and the device was not exposed to a magnetic field. The customer discontinued the use of the insulin pump and reverted to manual injections after the hospitalization. Troubleshooting was not completed due to the device being without a battery. The device will not be returned for analysis.